Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the keypad buttons responded normally. The investigation was unable to duplicate the reported button issue. Unrelated to the button issue, it was observed that the display screen was dim and discolored. Replacing the pump display screen with a test screen corrected the color/contrast variance.